Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to perform baseline) has been confirmed. Upon investigation the electrode belt trunk, ECG c and d, and ECG a,b and front te cables were severed. The root cause for the missing trunk cable was physical abuse. There is no indication that the device malfunction contributed to the patient's passing.

Event description:
The electrode belt was returned for investigation into a non-reportable patient death and could not perform baseline testing.